Manufacturer narrative:
The event occurred on an unspecified date of year 2021. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green patient line caps of two (2) amia cassettes were missing. This was identified before use of peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.